Manufacturer narrative:
Pump received with no act and up button response due to corroded keypad traces. Failure analysis was unable to verify for battery out of limit alarm due to no act button response. No moisture damage inside pump noted. Pump received with cracked display window corner, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive on the insulin pump when the customer attempted to deliver insulin. It was also found a battery out limit alarm occurred after a battery replacement. The customer was also unable to clear the alarm. Customer's blood glucose was 298 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.